Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgements have been observed at a higher rate with the low-voltage lead. These events have occurred both during and post-procedures. The same leads which dislodged were re-attached and remain in use. No patient complications have been reported as a result of this event.